Event description:
It was reported during implant the lead exhibited small r waves. The physician repositioned the lead and observed no r waves. Noise was observed on the lead. The lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).